Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic during follow up. Upon interrogation, the pulse generator exhibited several episodes of magnet response stored. The patient denied using any magnets or equipment that may have resulted in magnet response stored in egm. No intervention was performed. The patient would continue to be monitored.